Manufacturer narrative:
Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Unit delivered multiple boluses and monitor. No unexpected bolus anomaly noted during testing. Pump passed the delivery accuracy test. Unit received with cracked retainer, minor scratched display window and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose for the past 2 weeks, with blood glucose of 50 to 60 mg/dl at the time of the incidents. The customer was at 104 mg/dl at the time of the call. The customer used juice and glucose tablets to treat. The customer was wearing the insulin pump during the incident. The customer was using auto mode at the time of the low. The customer's pump clock was off by 20 minutes. Troubleshooting was completed and the customer believes the pump over delivered. Customer stated their low suspend setting was set to 90 mg/dl and wanted it raised to 100 mg/dl. The insulin pump will be returned for analysis.